Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015,the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch vita had a power issue - meter was not turning on. The complaint was classified based on the customer care representative (ccr) documentation. The ccr was advised by the reporter that alleged power issue began ¿2 or 3 months ago¿. The patient reported that the meter ¿did not turn on sometimes, which meant she could not test herself¿ the patient manages her diabetes with pills, diet and exercise. The patient claimed that she developed symptoms of ¿feeling weak, tired and sweating¿ on an unspecified time prior to the issue. However, she reported these symptoms increased since the alleged power issue. On (B)(6) /2015 the patient stated she skipped a dose of her medications due to the alleged issue. On the same day, (B)(6) 2015. The patient reported being treated by a health care professional (hcp) during a doctor¿s visit with glucose tablets/ gel. At the time of trouble shooting, the ccr confirmed this was not the first time the product was being used, it was unknown if there had been misuse of the product, the test strips were not identified as counterfeit or suspect and the patient did not have test strips to carry out a test. The ccr note that when pressing the power button the meter did not turn on and based on the information provided the meter did not require a replacement battery. The power issue was unresolved with training. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. Additionally this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting.